Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited failed lead position check and undersensing was also noted. The ra lead remains in use. No patient complications have been reported as a result of this event.